Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The ring was not returned for eval, however, the production history file was reviewed, indicating that the device was released according to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate reported in the literature for anastamosis devices.

Event description:
The pt underwent da vinci assisted low anterior resection surgery due to rectal cancer. End to end anastomosis was performed with the car. The pt recovered well without any problem until pod #6. Fever was developed in pod #7 with no abdominal pain. Abdominal CT was taken on pod #8. The result of the CT didn't show clearly whether there is an anastomotic leak. The surgeon decided to take precaution steps. He performed explorative laparoscopy, irrigated and drained the abdomen via the laparoscope, and diverted the pt. No further steps were taken and the pt recovered without any further events.